Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a divide by zero diagnostic reset. A device update, delivered via in-clinic interrogation, was recommended by the manufacturer. The device remains in use. Interrogation also noted a lead warning for low unipolar left ventricular lead impedance. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.